Event description:
The customer contacted physio-control to report that their device powered off when performing 12-lead ECG. This occured during testing of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly, the battery wire harness assembly, and the battery pins and observed an improvement in the voltage measurements. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery power cable assembly and the power pcb assembly. The excessive wear can cause an increased impedance path along the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop triggers the power fail detector circuit of the device. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when performing 12-lead ECG. This occured during testing of the device. There was no patient use associated with the reported event.